Event description:
It was reported that there was something wrong with the water level alarm. Issue was found during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. A visual inspection, filled the tank with water, attached temp check disposable, electrical safety analyzer and functional testing were performed. The test could not verify water level alarm as the speaker did not work. But it did confirm labelling, broken casing and no audible alarm. The root cause was a faulty pcb. The pcb was replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.